Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 07/18/2019. Patient codes: 1690,1695,1750,1862,1930,2067, 3189 - surgical intervention, 3191 - recurrence. Additional narrative: it was reported that following insertion the patient experienced abscess, adhesions, fistula, mesh erosion, sepsis and recurrence. It was reported that patient underwent mesh revision/removal on (B)(6) 2018 due to abdominal mesh infection.